Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon further evaluation of the returned device, minor scratches on the device housing were noticed. The faulty part was replaced, the device was tested and passed all functional testing, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the high flow insufflation unit was not retaining pressure and getting louder. The event occurred during an unknown procedure. There was no report of patient harm or user injury associated with this event.

Event description:
Additional information received that the event occurred during a laparoscopic gynecologic procedure. It was reported that the case was not delayed as the issues were noted after the cases were started and the procedure was completed using same set of devices additional information received from the customer that the reported issue occurred on 2 separate days and (B)(6) addresses the event occurred on an unknown date. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. The follow flied are update: b5 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The follow flied are update: h4, h6, and h10 the subject device was returned to olympus for device evaluation and the reported allegation of pressure control valve does not operate and proper pressure is not maintained could not be reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, it was estimated that the reported issue occurred due to temporary poor operation of the control substrate and the pump body, because it was not reproduced. In addition, it was not specified due to the lack of information obtained by the investigation. Olympus will continue to monitor field performance for this device.